Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg received a low battery warning. It is unknown if this occurred prematurely. As a result, surgical intervention might be undertaken at a later date.

Manufacturer narrative:
A review of the provided ipg logs revealed that the ipg was recovered on (B)(6) 2023 after entering the service application state on (B)(6) 2022. Per event details, there was no report of any procedures that could have caused the service app condition that occurred on (B)(6) 2022. When the ipg recovers from the service app state, the data logs prior to the recovery are lost. An estimate of longevity cannot be performed since patient programming history logs were erased due to the ipg recovery on (B)(6) 2023.

Event description:
Additional information indicates that patient had surgery on (B)(6) 2023 wherein the ipg was explanted and replaced to address the issue.